Manufacturer narrative:
The device was returned to zoll medical singapore for evaluation. The customer's report was observed and attributed to a system interconnection flex cable. The cable was replaced to correct the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaintant alleged that during biomed testing, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.